Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a low battery light flashing on the pneupac ventilators parapac. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: received device in fair condition. Turned on device to perform initial check. Power on sequence completed and low battery light activated with both visual and audible alarm. Installed a known good battery and low battery alarm still activated. This confirmed customer reported condition. Replaced alarm board. During alarm board replacement, damage was found on the insulation of the o2 indicator wiring. O2 indicator. The device passed all functional checks. Faulty alarm board was found to be the cause of the false low battery alarm. Faulty alarm board was found to be the cause of the false low battery alarm. Secondary fault was found to be nicks in the o2 indicator wiring, cause unknown. The customer reported condition confirmed previous service ro was deemed unrelated to current issue.